Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered end of life (eol) battery status in december 2023. Additionally, in april 2024 the device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A request was made to have device data reviewed; however, as the device had already reached eol, data was limited and the cause for the code 1003 could not be determined. Device replacement was recommended for as soon as possible due to the eol battery status. Therapy remained available as a capacitor reformation was recently performed by the device with a charge time of 31 seconds. No adverse patient effects were reported. At this time, the device remains implanted and in service.